Event description:
Information was received that a smiths medical pneupac parapac plus ventilator gauge is not working. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in fair condition. Immediate visual inspection noted the device had an appearance of being dropped, as the peep knob cap was missing and the front panel was bowing out. The device was then connected to a patient circuit and back pressure device. It was found that the gauge functioned normally and the device cycled as designed. Therefore, the reported complaint allegation could not be confirmed. However, it was noted that during testing the audible alarm worked only intermittently. The problem source for the bowing out and alarm issue found was noted to be user interface.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found no water residue. A syringe was used to inflate the cuff and device was submerged under water as a functional test for leakage. The sample was inflated for more of 24 hours, and no discrepencies were noted. The reported customer complaint was not confirmed.